Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in ground floor stretcher holding area at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the brakes needed to be adjusted. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performs preventative maintenance on their bed. The tech adjusted the brake casters to resolve the issue. Based on this info, no further action is required.